Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired as intended however there was bleeding at the staple line, at the distal end. The amount of blood loss is unknown and no transfusion was given. The procedure was converted to open. A clip was used to control the bleeding. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.